Event description:
During product evaluation, the pump's batteries were found to be depleted. It is unknown when this occurred or if there was any pt injury or medical intervention necessary. No additional info is available.